Event description:
The olympus sales representative reported on behalf of the customer that while using the thunderbeat to seal and cut during a therapeutic hysterectomy procedure, the alarm notification sounded. The handpiece was checked and the bottom jaw (of the handpiece) had broken off. The tip did not break off into the patient. There was no delay in the procedure as the tip did not break off while inside the patient. The procedure was successfully completed using a similar device. The device was visually inspected before use. There was no harm to the patient and the customer reported she is going well.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to olympus and inspection confirmed the customers complaint. The probe was broken at 16.1mm from the distal end site. The broken piece of the probe tip was not returned. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. It was discovered that the breakage of the probe started at the area where the cracks developed. The rear end of the tissue pad was worn out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error and the probe broken possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark causing an error. 5. A force was applied to the probe causing it to break. A definitive root cause could not be specified. The event can be detected/prevented by following the instructions for use which state: - do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. Olympus will continue to monitor field performance for this device.